Event description:
It was reported that a monarc sling was implanted on (B)(6) 2011 to treat for incontinence. The pt also underwent a robotic sacral colpoperineopexy with posterior repair during the same surgery. In 2011, a repair surgery was performed due to erosion of mesh through the anterior vaginal lining. The pt also experienced "chronic pain in the right hip and lower buttocks with extreme sacrum swelling and tailbone pain." She underwent physical therapy in 2012.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.